Manufacturer narrative:
Reporting institution phone number & reporter phone number: (B)(6).

Event description:
It was reported that the touch panel was faulty. The ventilator was on a patient however no harm was reported nor any delay to therapy. When they attempted to manipulate the touch panel, they confirmed that the touch panel was faulty. Our sales representative does not know why they manipulated the unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The unit was investigated but the reported phenomenon was not duplicated. The touch screen needs replacing for the preventive measures but the lease-up term for this unit is coming soon, so the repair was canceled, and the unit was returned.